Manufacturer narrative:
Continuation of d10:  section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). D9: <(><<)>no>  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the leadless implantable pulse generator (ipg) exhibited unfavorable data. An attempt was made to recapture the leadless ipg; however, debris was observed between the recapture cone and the delivery system tip, preventing the leadless ipg from being retracted into the cup. It was noted that the recapture cone and the catheter tip could not come in contact. Some sort of deposition was not confirmed by fluoroscopy, but it is believed that collection was not possible because the intracardiac structure such as the tendinous cords was caught in between. A tether lock was performed, and strong traction was applied to retrieve the leadless ipg, but it could not be detached from the myocardium. As a result, the retrieval of the leadless ipg was abandoned, and was left in place and turned off. Subsequently, a second leadless ipg was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the thresholds were high and exhibited an increasing trend. It was also noted that there was no sensing/sensing was not-detected.